Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4).

Event description:
The following was reported to hamilton medical ag: summary:flow sensor calibration fails / leak test failed ( tightness test failed).